Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Involves 7 patients.

Event description:
On 21-jan-2019: "reverse total shoulder arthroplasty survivorship analysis of the eighty replacements followed for five to ten years" was reviewed for MDR reportability, the article followed 80 delta shoulder prosthesis (77 patients) that were implanted from 1992-1998. Of the 77 patients, 19 were reported to have died, but there is no indication of the cause of death or if the implants contributed to the deaths. No patient identifies were provided. Below were complications noted. One patient had infection. Implants were removed, but not re-implanted. One patient had infection, I&d was performed and the glenoid was replaced. One patient had infection, underwent a two-stage revision. The patient then experienced a dislocation after reimplantation, but it¿s unknown if depuy products were involved. Two patients experienced the glenoid became unscrewed from the metaglene. One patient experienced the glenoid becoming unscrewed from the metaglene and the glenoid was also loose. One patient experienced glenoid loosening secondary to metaglene malpositioning.

Manufacturer narrative:
7 patients involved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.